Event description:
A report was received that during post-op testing the pt's paddle lead has high impedance readings. An x ray was taken and confirmed a epidural hematoma. The pt underwent a procedure to remove the hematoma and is reportedly doing well.

Event description:
Caller reported aviva blood glucose results of 293 mg/dl on aviva system, 77 mg/dl within 5 minutes on compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).